Event description:
Facility reports that while lifting the resident from the wheelchair to bed that the lift strap/motor suddenly dropped the pt approx 12" back into the wheelchair. The drop was described as "free fall". Pt was visibly shaken but uninjured.